Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot 218910045, was returned and analyzed. Visual inspection showed the loop was ribbed and kinked. The mapping catheter was connected to the diagnostic computer and channel pairs were not displaying any noise. In conclusion, the mapping catheter failed the returned product inspection due to loop kink and ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.